Event description:
It was reported that unexpected longevity was experienced with the device reaching elective replacement indicator (eri) at forty-eight months. It was also reported that the patient was one hundred percent ventricular paced at vvir 60-120 and the patient had device lifetime of five shocks and one aborted. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.